Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
It was previously reported that the device was returned on aug 10, 2017. This was reported in error. The correct date of device return was aug 4, 2017. This reported has been updated to reflect the corrected information

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via lp-shunt on (B)(6) 2017 with the initial setting of 2. After the surgery, the surgeon found that the csf was difficult to flow although the surgeon changed the setting to 1. The surgeon was monitoring the patient¿s condition for a while, however the patient¿s condition was not improved. The revision surgery was performed via vp-shunt with certas valve (82-8806, and initial setting is unknown) on (B)(6) 2017. The patient is female, (B)(6). And her condition is now stable. The surgeon commented that it was highly probable that it was occurred due to the constitution of the patient. There was no adverse consequence to the patient. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected; a clear liquid was noted inside the valve and a brownish red coloring on the silicone housing, as well as a needle hole in the needle chamber was noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8806, was not possible as the lot number was unknown. No root cause could be determined as no problem was noted with the valves during investigation, the brownish red coloring on the silicone housing did not affect the functioning of the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.